Event description:
Customer reports receiving a reading of 362 mg/dl, and then proceeded to take prescribed dosage of 2 units of insulin. Customer then had a snack and shortly thereafter began to hallucinate. Paramedics were called, and upon arrival received a glucose result of 41 mg/dl on an unknown brand of meter. Customer was admitted to the hospital and was administered an intravenous treatment to raise glucose levels.